Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that approximately 1 month after two dental implants were installed in patient's mandible and maxilla it was verified its non-osseointegration . Patient presented bone type ii and immediate load was not performed.